Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the customer experienced low blood glucose (bg) between 40-60mg/dl; cause was unknown. Gatorade and food were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low bg issue could not be verified.